Event description:
It was reported to the manufacturer that the vns patient was experiencing tachycardia. The patient's heart rate was consistently around 99-108. The patient has her pacemaker implanted on the left and her vns generator on the right with more than 7-10 inches away. We were informed that every time the patient's vns device delivered stimulation, the patient's heart rate dropped and the pacemaker attempt to correct this by firing to increase heart rate. The physician suggested the patient turn the vns device off by taping the magnet over the generator. The patient was informed to visit with her neurologist and cardiologist to resolve the issue. Good faith attempts to obtain additional information regarding this event are underway.